Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead recorded a high out of range pace impedance measurement. Further evaluation was recommended at the patient's next follow up. No adverse patient effects were reported.